Event description:
It was reported when using the pyxis ciisafe system that it had a door failure. The latches clicked but did not release the door. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by door failure. A field service engineer verified and confirmed that the customer had resolved the issue. The system functioned as intended after the customer resolved the issue.